Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No further information regarding cause of death is available. The device is part of the advisory for this model. The manufacturer's representative was made aware of the patient death from a physician who had been notified by a second physician. That physician was notified of the death from the patient's family approximately two months after death. Device check via carelink on (B)(6) 2010 noted normal defibrillator function and normal pacemaker function. Atrial pacing 41% and ventricular pacing 0%. All follow up efforts have been concluded. No further information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No further information regarding cause of death is available. The device is part of the advisory for this model.

Event description:
It was reported that the patient was deceased and that the patient had received multiple shocks. The cause of death has been requested and not received.